Manufacturer narrative:
A ge service rep performed an onsite investigation. The mainframe x-ray switch was evaluated and replaced. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that x-rays stay on after releasing the x-ray switch. This event occurred during a pt care case. No pt injury or death was reported related to this event.